Event description:
It was reported that proximal filter separation occurred. A transcatheter aortic valve implant procedure was being performed with the use of a sentinel cerebral protection system (cps) for embolic protection. The patient anatomy contained tortuosity of the subclavian and brachiocephalic arteries. The sentinel cps was inserted into the patient. The proximal filter was difficult to operate due to the subclavian tortuosity, requiring the proximal filter to be recaptured after the first deployment. In attempt to deploy again the proximal filter slider became stuck midway and the proximal filter failed to deploy. The sentinel cps was removed from the patient's body and the proximal filter was noted to be separated from the proximal filter frame. The sentinel cps was exchanged for another to successfully complete the procedure.

Event description:
It was reported that proximal filter separation occurred. A transcatheter aortic valve implant procedure was being performed with the use of a sentinel cerebral protection system (cps) for embolic protection. The patient anatomy contained tortuosity of the subclavian and brachiocephalic arteries. The sentinel cps was inserted into the patient. The proximal filter was difficult to operate due to the subclavian tortuosity, requiring the proximal filter to be recaptured after the first deployment. In attempt to deploy again the proximal filter slider became stuck midway and the proximal filter failed to deploy. The sentinel cps was removed from the patient's body and the proximal filter was noted to be separated from the proximal filter frame. The sentinel cps was exchanged for another to successfully complete the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the returned sentinel cerebral protection system was analyzed, and the reported event of proximal filter material integrity issue was confirmed. Microscopic analysis of the event found the proximal filter to be partially detached from the looping forming. A photo provided depicted a partial detachment of the proximal filter from the looping forming in alignment with what was reported and observed in device analysis. Proximal filter material integrity issues can be attributable to an excessive force applied to the device during procedure, as well as operational factors such as handling/technique during manipulation of the device. Device analysis also identified the distal filter slider #3 to be kinked. This failure can be also attributable to procedural factors such as handling/technique.